Event description:
The customer reported being hospitalized for high blood glucose and ketones. The blood glucose reading was 400 mg/dl. Troubleshooting was performed. Reviewed all the settings in the insulin pump and they seem to be correct. Ran a fixed prime test and the insulin exited. The high-pressure test was not performed because a tubing clamp was not available at time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.